Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a sequence of pump errors ;including pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), pump error 82 (the hrm task did not grant motor power in reasonable time), pump error 4 (the motor arm cannot communicate with the main arm), pump error 63 (hardware low level failures), and pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) after using the insulin pump in a pool, with a crack found on the back of the pump near the battery compartment and exposure to fluids. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and included confirming the physical damage and fluid exposure, instructing the customer to discontinue use, revert to alternative therapy as instructed by their doctor, record all pump settings or upload to carelink, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified in the pump history download the pump alarmed pump error 130 on 11/30/2025 11:14:08. Pump error 38 was not in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Verified in the pump history download the pump alarmed pump error 4 on 11/30/2025 10:41:08.000, pump error 63 (line number 19208 file number 49) on 11/30/2025 10:41:08.000, pump error 82 (line number 427 file number 16) on 11/30/2025 10:28:14, pump error 130 on 11/30/2025 10:41:08.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis. Verified in the pump history download the pump alarmed pump error 43 on 11/30/2025 11:45:23 due to corroded motor home switch. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, and missing display window cover. The p-cap/reservoir does lock properly. Confirmed pump error 38 during rewind due to corroded motor home switch. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Confirmed damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.